Event description:
It was reported that a trained technician achieved arteriotomy closure with a starclose device. The device, however, the device was difficult to remove (hard stuck). The technician was able to successfully remove the device and hemostasis was achieved with the device. No pt effects were noted. No additional info available.

Manufacturer narrative:
Based on the investigation findings, the reported complaint is confirmed due to failed pusher body to nylon shaft joint bond which can cause incomplete collapsing of the vessel locator wings during withdrawal which can result in difficult device removal. The pusher body to nylon shaft bond failure is considered a malfunction of the device. Review of the device history record for this lot did not produce any findings relevant to this investigation.